Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite being in use. There was no adverse impact to the customer¿s blood glucose level due to this reported event. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.